Event description:
The device was explanted and returned for analysis after the patient presented to the hospital with a heartrate of 24 beats per minute, and the device could not be interrogated. The device subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.